Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with adult deformity; and underwent anterior spinal fusion and posterior correction fixation of t11-l4. Intra-op, the tip of the obturator broke while removing the break-off set screw. The counter torque was not used. The broken tip was removed from the set screw. No fragment of the broken product remained inside the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed approximately 3mm of the tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Microscopic examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.